Event description:
It was reported that the patient underwent conversion of partial to total knee implant due to unknown reason, approximately 4 years after initial implantation. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf uni tib tray sz b lm PMA, item#154720, lot#000450; oxf anat brg lt sm size 3 PMA, item#159540, lot#299880. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00439; 3002806535-2022-00440.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the patient underwent conversion of partial to total knee implant due to lateral joint disease, approximately 4 years after initial implantation. No further event information available at the time of this report.